Event description:
An independent rate change. The pump was programmed to deliver an unspecified volume of heparin at a rate of 10ml/hr. Reportedly, the nurse programmed the pump to infuse at 10ml/hr and the pump rate changed to 200ml/hr immediately. The nurse reprogrammed the pump and observed the same rate change from 10ml/hr to 200ml/hr. It was estimated that the pt may have rec'd the heparin at the higher rate of 200ml/hr for 2 minutes. The pt did not experience any adverse effects and no medical interventions were provided. The pump was removed from clinical service. The heparin was delivered via replacement pump utilizing the original tubing. The customer stated that the pump was plugged into ac power and that there was no known electrical interference. Though requested, there was no further info available.